Manufacturer narrative:
Customer did own evaluation and repair.

Event description:
It was reported via repair work order that the weight is not reading accurately due to load cell issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the weight is not reading accurately due to load cell issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.